Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Left common femoral artery was selected as the access site. During the procedure, the ds was unable to advance due to highly calcified lesion in the external iliac vessel. Lithotripsy was performed and the ds remain unable to be advanced after several attempts. Ds was removed and a tear was noted in the valve capsule. Both the valve capsule and the radiopaque tip were noted to be overridden. A new valve and ds were loaded. The patient was in a stable condition.

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Left common femoral artery was selected as the access site. The patient has a tortuous anatomy. During the procedure, the ds was unable to advance due to highly calcified lesion in the external iliac vessel. Lithotripsy was performed and the ds remain unable to be advanced after several attempts. Ds was removed and a tear was noted in the valve capsule. Both the valve capsule and the radiopaque tip were noted to be overridden. A new valve and ds were loaded. The valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy and material split, cut or torn was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement difficulty could not be conclusively determined. It is possible that patient anatomy contributed to the event; however, this cannot be confirmed. The reported damage on the ds could be consistent with damage during use. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.